Manufacturer narrative:
The information related to auto mode that provided with the initial report was incorrect. The correct information has been included with this report. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the auto mode feature was not active at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 508 mg/dl. Customer delivered a bolus and insulin pump gave insulin flow block. The auto mode was active at the time of incident. The troubleshooting was performed for insulin flow blocked alarm and high blood glucose. The customer was advised that the insulin pump was working as designed. The insulin pump will not be returned for analysis.